Event description:
Defibrillator/monitor taken to code for cardiac arrest. "Unable to obtain cardiac activity due to continuous 60 sec cycling. Only able to obtain cardiac activity when using paddles. Unable to use pacer due to same problem." After event found that unit picked up 60hz through paddles.